Event description:
During utilization, the distal tip of the wire guide separated in the pt. The distal segment was successfully snared and retrieved from the vessel. No consequences to the pt resulted.